Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and the alarm recurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected restart alarm/unexpected restart alarm after battery change or low battery alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.